Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a clinical trial patient with a 23mm mitral valve implanted four years, eight months, has been hospitalized for treatment of heart failure due to mitral stenosis. No additional information was provided.

Event description:
Edwards received information that a clinical trial patient with a 23mm mitral valve implanted four years, eight months, had been hospitalized for treatment of heart failure due to mitral insufficiency and stenosis. Echo demonstrated high mitral valve gradient. The patient was discharged after four days. Subsequently, the patient underwent valve explant after an implant duration of four years, ten months due to patient prosthesis mismatch. There was no structural valve damage found, and leaflets function was normal. A 27mm non-edwards valve was implanted in replacement. The patient was discharged home on pod #9 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of prosthesis mismatch could not be confirmed through visual observations. As received, leaflet 2 was in the open position. However, was able to be pushed back to the closed position when probed. The leaflets appeared slightly dehydrated. X-ray demonstrated wireform intact. Additional manufacturer narrative: this valve was reportedly explanted after four (4) years, ten (10) months due to mitral stenosis. No echocardiogram was provided to edwards; however, the pre-bypass transesophageal echocardiogram (tee) taken by the hospital indicated that ¿bioprosthetic mitral valve with mean pg of 8, no mr, leaflets appear to be moving appropriately, no thrombus appreciated¿. Under edward¿s standardized in vitro testing conditions, the eoa is 1.10 cm2 which meets the 1.05 cm2 minimal requirements for a valve this size per iso 5840-2:2015. The trf is 4.4%, which is more than three times lower than the 15% maximum allowed for a valve this size per iso 5840-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic, environmental conditions, and the change in leaflet flexibility due to storage in formalin post-explant. These findings appear to be consistent with the clinical diagnosis that the mitral stenosis was related to the patient prosthetic mismatch.